Event description:
Customer reported that she received a no delivery alarm. Customer stated she did not see insulin drops at the end of the tubing when priming. Customer woke up with high blood glucose of 400 mg/dl and changed the infusion set. Current blood glucose value is 215 mg/dl. Customer was at work and was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.